Manufacturer narrative:
Initial 1 of 4. Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325, zip four- 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced four adhesive issue event. The infusion set fell off within three days of use, resulting in premature loss of adhesion.